Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to all high impedances on the l2 lead following unrelated weight loss procedure. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
B1 - "product problem" was selected in error on the previous report. Coding corrected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the lead was replaced to address the issue. Therapy was restored post-operatively.